Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had connectivity issue. The technical support specialist (tss) spoke with facility pharmacist regarding the issue. The pharmacist indicated the problem was likely related to the patient encounter system (pas) es device, which had stopped downloading for two days as shown in health sight viewer. He rebooted the device, restoring connectivity and syncing. Although the haskew page initially suggested the issue was on ortho-7 which was not found under the facility ID, the problem was resolved. The pharmacist granted permission to close the case and the case was closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had connectivity issues and due to this issue, the device was unable to load or display patient details. The customer stated that this malfunction caused a delay and disruption to their workflow. There were no adverse events or injuries reported based on this event.